Manufacturer narrative:
(B)(4) inspected 1 opened and used enlite sensor and found sensor electrode split from sensor tubing. All parts were present during failure analysis. Unable to confirm if sensor was damage due to the customer returned the sensor opened and used.

Event description:
The customer reported via phone call that they received a sensor error alarm. The customer's blood glucose was 89 mg/dl at the time of incident. The customer stated that the sensor was fully and correctly inserted. The sensor will be returned for analysis.